Event description:
Healthcare professional later confirmed, right-side rupture. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: device photograph(s), for the device related to the reported event rupture was reviewed on (B)(6) 2023. Visual analysis of the photos identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right-side rupture diagnosed via ultrasound. Healthcare professional later confirmed right-side rupture. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
F2203 - imaging required. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture confirmed via ultrasound.

Event description:
Patient reported right-side rupture diagnosed via ultrasound. Device has been removed and replaced.